Manufacturer narrative:
The device was sent to an independent testing laboratory for microbiological testing and no microorganisms were recovered from the device. The device was subsequently returned to olympus for evaluation. The device failed leak testing due to a cut at the bending section near the distal end of the device. The bending section and insertion tube were noted to be dented. The instrument channel was examined with a boroscope and no anomalies were found. The device was serviced and returned to the facility. As part of our investigation into this report, an olympus endoscopy support specialist was dispatched to assess the facility's reprocessing practices and provide reprocessing training if necessary. The facility declined the in-service visit. The most likely cause of the reported event is the improper maintenance of the device.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the two patients involved in this event. Olympus was initially informed by the facility that two patients were involved by a bacterial outbreak event. The facility reported that the bronchoscope was used on two intensive care unit (ICU) patients on the same day both patients had under gone an unspecified bronchoscopy procedure. Both patients experienced high fevers and chills following the procedure. The facility reported that both patients were cultured, and an acinetobacter species was recovered. There was no information provided on the status of the patients. Please cross reference MFR. Report numbers: 8010047-2007-00214 to account for the two patients as referenced in the original report. The following report will be supplemented to cross reference the two associated complaints: 8010047-2007-00214.